Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation. Visual inspection, screening, irrigation and temperature and impedance test of the returned device were performed following bwi procedures. The evaluation has been completed. Visual analysis revealed a separation between the pebax and the electrode section and a foreign material inside it. The device was connected to the carto 3 system, and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. The temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force and high temperature issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a material separation between the pebax and electrode section. It was initially reported by the customer that when zeroing the catheter and on qmode plus there was a temperature cut-off on the ngen generator. The caller stated that there were high force readings displayed on the carto 3 system and ablation stopped. They moved to a different spot in the body to ablate and the issue persisted. The caller stated on ablation the temperature was 40 degrees celsius. The cable was replaced with no resolution. When the qdot catheter was replaced with the stsf catheter, the issue was resolved. Additional information received indicated the ngen generator did not reach its temperature cut off but said it reached its ¿delta temperature to fast¿ which I believe the temp change was 33 to 47 in 1 second. The physician ensured the catheter tip was not embedded in tissue and the problem persisted. The ngen generator did not allow us to ablate. The generator was in q+ mode not temp or power controlled and the power was set to 90w and the target temp was the default 55 degrees c. The customer's reported force and high temperature issues are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 9-may-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between pebax and electrode section and a foreign material inside it. This finding was reviewed and assessed as MDR reportable malfunction.